Manufacturer narrative:
Correction: the correct serial number of the lead should have been (B)(6), rather than (B)(6).

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was not used. The physician elected to use another rv lead to complete the procedure. The patient remained in stable condition.